Event description:
Atrial impedance alert for 19 ohms. It was noted that the patient had a medical procedure on that date. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).